Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(6), product type: recharger. Product ID: 97754, serial# (B)(6), product type: recharger. Product ID: 37761, serial# (B)(6), product type: recharger. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reiterated that the charge only went up 1/4 of the way with full coupling. The patient had seen their healthcare provider and they indicated there was nothing wrong with the ins. The patient then stated the ins charged fine, and it was the recharger that wouldn't go past 25%-50% charge. A replacement desktop charger was requested. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient re-iterated that it was taking 4 hours to charge. Patient states they saw their health care provider and they did diagnostic on the implant and said implant was good, the recharger needed to be replace. Patient confirmed they were getting all coupling bars but they think there is something wrong with the recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since (B)(6) 2019, charging the ins was taking too long. The ins charge was not advancing past the 1/4 charge despite recharging for 2 hours and having all coupling bars. It was noted that it had been taking only 25-30 minutes to charge the ins. No symptoms were reported. It was reviewed that the recharger appeared to be functioning properly, so the caller was redirected to the doctor to have recharging statistics reviewed and to address this issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Patient stated he wanted a new recharger; his ins was still taking forever to charge with recharger. It was confirmed patient received a recharger replacement already and the issue was not resolved. It was reviewed it was unlikely sending another replacement would solve the issue because the equipment was tested before repair sent them to patient. Additional information on (B)(6) 2019 indicating patient did not received a new recharger, patient was sent a belt. A replacement recharger would be sent. It was noted recharger would not charge. No further complications were reported or anticipated.